Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that this accessory cable was damaged but still functional, that the insulation was pulled apart at the connector. The cable was scrapped. (B)(4).

Event description:
The cable which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.